Event description:
The angiosculpt device was used to treat the distal anterior tibial (at) artery. The balloon was inflated with no issues. During removal, the balloon was unable to deflate and the device barely managed to pry out of the at. Therefore, the balloon and the introducer guide were removed as a system, but the balloon separated from the shaft. The procedure was completed with no patient injury reported. This product problem is being reported due to the balloon unable to deflate and the shaft separation. There is a potential for harm with recurrence.

Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. The lot number was not provided, thus the following information are unknown: unique ID, expiration date, and manufacture date. Foreign- sweden. The angiosculpt device was infectious and discarded by the facility, thus no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.